Manufacturer narrative:
Expiration date: added. Product available to stryker and returned date: updated. Device evaluated by mfg :update. Summary attached: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications.the device was returned within an xt-27 microcatheter.the stent delivery wire (sdw) was advanced through the microcatheter and no stent was present. The sdw was noted to be deformed. A patency mandrel was then advanced through the microcatheter and the stent was not present inside the catheter.functional testing could not be performed as the stent was deployed and was not returned for analysis. No anomalies were noted to the device packaging and the information provided indicates that the device direction for use (dfu) was followed. The stent was not returned for analysis, therefor it could not be confirmed if the radiopaque(ro) markers were visible. Therefore the cause of undeterminable will be assigned to the as reported 'stent ro marker not visible under fluoroscopy'. An assignable cause of procedural factors will be assigned to the as analyzed 'sdw damage and ' premature deployment of stent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the treatment of the middle cerebral artery stenosis, when the subject stent delivery wire reached the lesion, mark point of the stent was not found. At that time the operator observed that there was no stent in the protecting sheath. No clinical consequences were reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the treatment of the middle cerebral artery stenosis, when the subject stent delivery wire reached the lesion, mark point of the stent was not found. At that time the operator observed that there was no stent in the protecting sheath. No clinical consequences were reported to the patient.